Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they gave up on the stimulator a couple of years ago and it hasn't been charged for a few years. Patient stated they need an MRI, but they don't know if they can. Patient mentioned they hurt their back really bad and can't walk so they will call back once they obtain the external equipment for troubleshooting (passive recharge). Patient also mentioned the implant was taking a long time to charge and also commented taking a long time charge from the wall. When agent tried to clarify the issue they had with the stimulator that lead to them no longer using the stimulator, patient indicated it took a long time to charge the implant. Patient called back and reported they had charged their controller and were now attempting to charge their ins and were seeing no device found. Agent had patient press recharge and screen progressed to passive recharge mode with 80/80/80 displayed. After several minutes, screen progressed to recharging excellent with green flashing light. Patient reported controller showed 40%. Agent provided information and instructed patient to continue charging ins to full and charge controller as needed and call back once ins was charged to access MRI mode.